Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet and inquired whether the device continues insulin delivery during a low and whether it was acceptable to remove the device while low; troubleshooting and education were provided, and blood glucose subsequently returned to normal. Symptoms included hypoglycemia without reported loss of consciousness, injury, or other acute effects. Outcomes included no medical intervention, no hospitalization, and assistance offered by another person out of kindness. Investigation included customer education and device-use counseling. Investigation of this case revealed no device malfunction and an unclear cause of the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.